Event description:
Related MFR#: 3005188751-2012-00043, 00038, 2030404-2012-00031, 00033. It was reported that during an atrial tachycardia ablation procedure, the patient developed a cardiac tamponade. A brk xs transseptal needle and swartz slo introducer were used to gain access to the left atria. An inquiry catheter, therapy cool flex, and supreme catheter were used to perform the ablation procedure. The physician started a right atrial tachycardia ablation procedure using an ensite velocity system, however; the physician realized the tachycardia came from the left atrium and decided to perform a transseptal puncture. Geometry of the left atrium was performed with the inquiry and therapy cool flex catheter. Approximately 30 minutes after the transseptal puncture and 10 minutes after the first radio frequency application, a cardiac tamponade was diagnosed. During pericardiocentesis, 150 cc was withdrawn. The procedure was continued until the arrythmia was successfully ablated. The patient's current status is listed as fine. Additional information was requested and is not available.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.